Event description:
It was learned during pre-decontamination evaluation of the returned 14fr esheath+ that blue particulate likely from disc valve in the sheath was located on the outflow strut of the valve. As reported by an edwards lifesciences field clinical specialist, a 14fr esheath+ was inserted smoothly into the patient. However, the 26mm sapien 3 ultra resilia and 26mm commander delivery system could not advance through the partially expandable portion of the sheath. Troubleshooting methods were attempted (push/pull, injected saline and lubricant into sheath), but the delivery system and valve could not advance. The devices were removed, and the case was cancelled. They are planning to bring the patient back at a later date for treatment. The patient did not experience any injuries. The device was returned to edwards lifesciences, and blue particulate likely from disc valve in the sheath was located on the outflow strut of the valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was returned to edwards lifesciences for evaluation. Visual examination of the device was performed, and the following was observed: sheath has curvature. Slight wrinkling on strain relief approximately 1.25" from distal strain relief. Liner lifted approximately 2.5" from distal strain relief; remainder of liner is unexpanded, and sheath distal tip is unopened. Crimped valve located on inflation balloon with blue particulate on outflow strut. After the hub was disassembled, it was confirmed that the blue particulate piece came from disc valve. On the returned delivery system, compression marks visible approximately 5" from flex tip. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. The event was confirmed through visual examination of the device. Review of provided imagery was performed and the following was observed: tortuosity and calcification are present in the patient access vessel. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The separated piece of the sheath blue disc valve was confirmed based on evaluation of the returned product. Product evaluation showed no indication a manufacturing non-conformance contributed to the event. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As the devices were returned separated, it is likely that the delivery system with crimped valve was withdrawn through the sheath hub. As a piece of the disc valve was visible on the proximal valve struts, it is likely that the valve caught on the disc valve, tearing it. The training manual states, "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position". Available information suggests use error (withdrawing the delivery system with crimped valve through the sheath hub) resulted in the component separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction to section g3 per administrative review. Previous MDR under MFR report # 2015691-2024-02797 stated g3 as january 9, 2024. G3 is corrected to march 18, 2024. The initial report received on january 9, 2024 was not a reportable event. However, pre-decontamination evaluation of the returned device on march 18, 2024 showed blue particulate likely from disc valve in the sheath was located on the outflow strut of the valve. This event is now FDA reportable.